Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed troubleshooting techniques and one could not rule out a possible loose set screw. Further information noted that a lead revision was performed in which there were not issues with the setscrew connection but rather the lead terminal pin was able to be pulled apart. This lead was surgically abandoned and another lead was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had detected impedances greater than 2000 ohms on this high impedance defibrillation lead. Threshold and r-wave was normal. Upon interrogation and daily checks the impedance was normal.